Event description:
Event description guidant received information that the patient with this cardiac resynchronization therapy defibrillator (crt-d) expired of cardiac arrest. The patient's family members believed the device was explanted at the mortuary and returned to guidant. Guidant received additional information that the patient's family has filed a lawsuit against guidant claiming that the device may have caused or contributed to the patient's death.

Manufacturer narrative:
Not received. Event conclusion. The device was not received by guidant for analysis. The funeral home was contacted, but the device could not be located. Guidant also contacted competitive device manufacturers to see if the device was returned to them in error. Follow up with the coroner determined that no autopsy was performed. The death certificate showed the caused of death as cardiac arrest, with secondary causes including coronary artery disease, hypertension, and renal failure. Should guidant receive additional information or should the device be received, this report will be updated.